Event description:
It was reported that: cyst behind cup, removed old liner to remove cyst. Put in new liner and head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.